Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Three accuracy tests were run, the pump was found to be within manufacturing specifications. No problem found. No repair needed: device will undergo a full standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis hpca pump failed delivery accuracy test. No patient was involved in this event. No adverse effects were reported.